Manufacturer narrative:
Additional information: b5, d10, h6, h11. B5: additional information was received regarding the reported event. The primary infusion was normal saline (n/s) 500ml at 50cc/hr and primary set clearlink system continu-flo solution set was used during the infusion. Secondary infusion of 300mg venofer 250cc n/s was initiated at 50cc/hr for 15minutes, then increased to 200cc/hr; the secondary set being used was a clearlink secondary medication set. The infusion was expected to take approximately 2 hours and lasted approximately for 2 hour 15 mins. The operator ¿checked IV site, all clamps & potential "kinks" in tubing and none found took tubing out of the machine and the infusion drip resumed. Rethreaded the set, not running. Changed out the IV pump for another one and infusion working well.¿ the patient received the full infusion without issue. H11: the device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (replace b17 with b01, c20 with c19, d15 with d14), h11. H11: the device was received for evaluation. Functional testing was performed which did not identify any issues related to the reported condition; a test run was performed on the device which was able to complete an infusion with no issues. The reported condition was not verified. No device correction was required for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing iron. Per report, infusion was not running. The pump was not alarming and appeared to be infusing. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.